Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury associated with the posterior leaflet perforation appears to be due to the clip interacting with patient pathology/ morphology during attempted grasping. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leaflet perforation that was observed post-mitraclip procedure. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior (p2) cleft, and a prolapsed posterior leaflet. On (B)(6) 2022, a mitraclip could not be implanted. The procedure was discontinued due to the inability to reduce the mr as a result of a p2 cleft. On (B)(6) 2023, the mitral valve was reevaluated for second clip intervention using transesophageal echocardiogram (tee). A perforation was noted in the posterior leaflet and an associated additional mr jet at medial p2. This perforation had not been previously observed. The perforation was in the grasping zone for the mitraclip, so it was assumed that this was caused by a grasp attempt during first clip intervention on (B)(6) 2022. The case did not proceed and the patient will be reevaluated for surgical intervention. There was no adverse patient sequelae. No additional information was provided.